Event description:
It was reported that cannula is not removable. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was not performed because no lot number was provided and it was not available on the returned product. The additional evaluation revealed that unfortunately, we can no longer understand the reason for the event after the fact. Nevertheless, we can only guess that the cannula was left in the blade for too long after cementing so that the cannula could no longer be removed. In our op-technology, we explicitly said that the cannula must be removed directly after injection. Device is not distributed in the united states, but is similar to device marketed in the USA.